Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/16/2021. H.6. Investigation: one 1ml syringe (B)(4) in a partially opened blisterpak from batch #1090662 was received. The sample was visually evaluated. It was immediately observed that the printed scale was almost completely missing. It appeared to be extremely faint and rolled. The observed conditions were non-conforming per product specification. Potential root cause for the scale marking defects is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd syringe 1ml ls 200 s/c had light scale markings the following information was provided by the initial reporter: "noticed syringe has very very faint lines on it depicting the volume amount. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 200 s/c had light scale markings the following information was provided by the initial reporter: "noticed syringe has very very faint lines on it depicting the volume amount. "